Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority representative reported during the intraocular lens (iol) implantation the haptic was broken. Surgery was delayed for one day and was completed by replacing with a new lens on the next day. There was no patient harm.